Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 3rd march 2017. During the investigation transistor q45 was measured and found to have failed. This had caused the interrupt line of the rtc to be dragged low despite not failing a self-test, resulting in a flashing red status led, as per the reported fault. Additionally, while the interrupt line is low, the device would not perform auto self-tests. This behaviour was witnessed during investigation. After replacing transistor q45, the device was left in the humidity chamber at 50°c 95%rh for while performing self-tests for 5 days. The unit did not display any faults during or after this stress testing. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
Can be used, but sometimes unavailable there was no patient involved in this event.